Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, without recent food intake, supply changes, or occlusion/dosing stopped alerts, and the user declined follow-up. Symptoms included elevated blood glucose with a peak of 220 mg/dl. Outcomes included no reported medical intervention or hospitalization. Investigation included customer interview, device use review, and troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.